Manufacturer narrative:
Pt declined troubleshooting with tandem's customer support. No product has been returned for eval. Should new info becomes available, a f/u MDR will be submitted.

Event description:
Received info stating pt has experienced high bg's. As per customer blood was seen at the pt site and something was hanging from the site connector end.